Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 the tip of the screwdriver deformed after usage during surgery. No consequences to the patient reported. Surgery was completed with no delay. Two screwdrivers were received by manufacturer. Upon visual inspection, it has been noted that the tip of the second instrument was deformed/stripped as well. This report is for one (1) inter-lock screwdriver t25/3.5mm hex/330mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted for part number: 03.010.472, franchise lot number: l799385: manufacturing date/release to warehouse date: 18 april 2018, manufacturing site: hàgendorf: the device history record shows this lot of 42 pcs was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the inter-lock screwdriver was received with the reported condition of stripped/worn. The visual inspection confirmed that the distal tip of the main shaft is significantly twisted in the direction of resistance encountered during screw insertion. The distal tip of the slider bar shaft is not twisted or malformed and the nut component was returned without damage. Dimensional inspection: the relevant dimensions of the distal tip could not be checked due to the damage incurred. Document / specification review: the sub-component ¿shaft 60067057¿ is not lot tracked. Therefore, the last two potential work orders (15894653 and 15822464) that were produced prior to lot l799385 were reviewed. According to the relevant test instruction the correct material was used, and the hardness parameters were within the specification of min 45 hrc. The device is function checked per 100% at manufacture and passed. Summary: the review of the production history revealed that this instrument was manufactured in april 2018 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. The returned device was visually inspected and the distal tip of the main shaft was observed to be significantly twisted in the direction of resistance encountered during screw insertion. The distal tip of the slider bar is not twisted at all, this suggest that the tip was not seated in the screw head recess when torque was applied resulting in twisting of the main shaft tip. The relevant surgical technique guide (recommends turning the nut clockwise until the top of the slider is fully wedged into the screw head recess. While no definitive root cause could be determined, it is also possible that the device encountered unintended forces such as excessive twisting during usage, which could have contributed to the reported complaint condition. The surgical technique guide states that always the standard screwdriver should be used for final tightening and removal of the screw. During the investigation, no product design or manufacturing issues were identified that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.